Event description:
After further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the iab used was a getinge field service engineer's demo iab which was used for testing, making this issue non-reportable. No MDR report is required as there was no malfunction of the device.

Manufacturer narrative:
After further review, it has been determined that an initial emdr for this complaint was incorrectly submitted. The reason being is that the iab used was a getinge field service engineer's demo iab which was used for testing, making this issue non-reportable. No MDR report is required as there was no malfunction of the device.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while connected to the intra-aortic balloon (iab), the console indicated that there was a fiber optic sensor failure upon power up. The failure was able to be duplicated with the fiber optic tester. The fiber optic module and fiber optic jumper cable were replaced. There was no patient involvement and no adverse event reported. A separate report will be submitted for the cardiosave intra-aortic balloon pump (iabp).